Manufacturer narrative:
Correction b5: it was reported that during use, the mc3 nautilus extra corporeal membrane oxygenation (ECMO) oxygenator experienced a membrane rupture inside the device casing. The device was replaced to complete the case. The patient was treated post coronary artery bypass graft, was on 9-days of use with the oxygenator, and receiving 2 of sweep and 2.7-3.2 liters of flow. No patient complications have been reported as a result of this event. Correction h6: device codes (fdd/annex a) updated. Device evaluation summary: visual inspection shows evidence of a fiber leak with blood residue in the o2 outlet port. The device was cleaned using a renalin solution. The customer has provided a photo showing evidence of blood at the o2 outlet port. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed at the o2 outlet port. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the mc3 nautilus extra corporeal membrane oxygenation (ECMO) oxygenator experienced a membrane rupture inside the device casing and a break in the device. The device was replaced to complete the case. The patient was treated post coronary artery bypass graft, was on 9-days of use with the oxygenator, and receiving 2 of sweep and 2.7-3.2 liters of flow. No patient complications have been reported as a result of this event.